Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the physician that the patient was seen in clinic on (B)(6) 2018 and the lvad system produced an active driveline fault alarm. The patient was asymptomatic. A log file was provided to the technical service representative and according to the review of the data, the lvad system had not produced an active driveline fault alarm. The lvad system did however reflect a short to shield issue. The data was being monitored for any degrading or changes. On (B)(6) 2018 the technical service representative performed a percutaneous lead (driveline) replacement approximately 3 inches from the exist site.